Event description:
It is reported that the pt was revised due to pain when walking and slight evidence of a flexure contracture.

Manufacturer narrative:
Evaluation summary: the removed articular surface and the patellar component were not returned for analysis. It is unk whether the size, shape, and or the position of these components were the cause of or contributed to the pain and flexure contracture. Without additional info, the exact cause cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.